Event description:
It was reported that the nasal cannula on a concentrator had water in it. The user was found incoherent and hospitalized for low oxygen. After follow up, the user was doing well after the event.